Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 14 years post deployment of a vena cava filter, during a scheduled retrieval, it was discovered that three of the filter arms and one leg allegedly detached. Two of the filter arms and the filter leg were retained locally, one arm was missing and likely excreted in stool. The filter and all but one of the detached limbs were captured and retrieved. One limb was retained extravascular. There was no reported patient injury.

Manufacturer narrative:
The event was reported via medwatch report #mw5067355. Manufacturing review: the device lot number was not provided; therefore, a manufacturing review was not performed. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. The investigation was inconclusive for detached filter limbs. Based on the available information, the root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 14 years post deployment of a vena cava filter, during a scheduled retrieval, it was discovered that three of the filter arms and one leg allegedly detached. Two of the filter arms and the filter leg were retained locally, one arm was missing and likely excreted in stool. The filter and all but one of the detached limbs were captured and retrieved. One limb was retained extravascular. There was no reported patient injury.